Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was revised/repositioned. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient received one inappropriate shock and anti-tachycardia pacing (atp) due to the right ventricular (rv) lead oversensing atrial activity. Technical services reviewed the most recent presenting electrogram (egm) and the rv sense markers appeared to align with the p wave amplitude signals. It was also noted the r wave amplitude measurements were around 6-7 mv at implant, and have now decreased to around 1.2 mv. It was suspected the rv lead dislodged/pulled back shortly after implant. At this time, this rv lead remains in service and there were no adverse patient effects reported.